Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon examination of the device, physio observed that it continually reset itself upon being powered on and, as a result, could not provide defibrillation therapy if necessary.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control replaced both the system controller (sc) pcb and the user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.